Manufacturer narrative:
It was alleged that loosening of the prosthesis led to pain and revision for a patient 5 years post-op. Specific details about loosening were not given. The shell or stem could have been loose independently or both could have been loose. Loosening could have occurred from trauma (falling impact), osteolysis, or inadequate stem/shell fixation. Radiographs were not provided to access stem/shell bone fixation or causes of loosening. Therefore, the exact cause of alleged failure could not be determined. Method/results: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported by patient's attorney that patient underwent left total hip arthroplasty in 2002. Post-op, patient experienced pain and was revised in 2007 for loosening of the prosthesis.